Manufacturer narrative:
The investigator assessed the event as causally related to the device and procedure. Safety assessed the event as causally related to the procedure and not related to the device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as not related to the index devices. The dissection was a grade a dissection in the distal lad, distal to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date was updated. During the index procedure 2 resolute onyx des were implanted in the 1st diag and the third resolute onyx des was implanted in the mid lad to treat a dissection. The cec adjudicated term for this event is "non q wave mi (target vessel) 3rd udmi, peri pci". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina and a positive functional study. During the index procedure three resolute onyx des were implanted in the mid lad. On the same day as the procedure the patient suffered a myocardial infarction involving the target vessel - the lad. Mi was reported to be due to a dissection which occurred during the procedure. A medtronic device did not cause the dissection. The patient recovered. The investigator reported that the event is not related to the index device or anti platelets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Dissection occurred in the 1st diagonal and was not believed to be due to medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Dissection occurred in the lad. If information is provided in the future, a supplemental report will be issued.